Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the physician will evaluate a lead replacement or explant at the next appointment in 3 months.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported there were high out of range impedances. Contributing factors were the patient performed heavy gym routines daily. X-ray images were taken to check the lead. In the x-ray images the lead can be seen almost completely out of epidural space. The physician told patient to turn off the stimulation and continue medical treatment with drugs until the next visit in three months. Issue was not resolved. No patient symptoms, complications, or injury. No medical or surgical intervention or hospitalization required.

Manufacturer narrative:
Continuation of d10: product ID 977a290. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 20-aug-2028, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.